Event description:
A report was received from (B)(6) stating that an 840 ventilator experienced a malfunction while in patient use. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current version. The unit then passed all testing and operated within the manufacturing specifications. (B)(4).